Event description:
It was reported that 1 bd precisionglide¿ needle each from lots 1210594, 1210592, and 0363729 were blocked while attempting to inject lidocaine. The following information was provided by the initial reporter: "multiple times per week we have identified a faulty 25guage 1.5¿ needle. Dr. Uses this needle to anesthetize the patient¿s skin for our procedures. Having trust in the quality of the needle, he inserts the needle into the patient¿s skin. When he advances the plunger to inject the local anesthetic he has found the bore of the needle is either not patent at all or is extremely narrowed. In this case the bore of the needle is occluded, and no lidocaine or minimal lidocaine will come out of the needle no matter how hard he pushes on the plunger. Dr. Then must remove the needle from the patient¿s skin, throw away the needle, and have a separate pre-packaged needle dropped onto the sterile field. He then must re-apply the needle to the syringe and break skin on the patient a second time. Due to the poor quality of the needles in our kits, the patients not only need to be stuck multiple times, but this also could lead to infections at the site because of multiple skin insertions. Additionally, this causes additional pain and discomfort to our patients."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1210594. Medical device expiration date: 31-aug-2026. Device manufacture date: 29-jul-2021. Medical device lot #: 1210592. Medical device expiration date: 31-aug-2026. Device manufacture date: 29-jul-2021. Medical device lot #: 0363729. Medical device expiration date: 31-jan-2026. Device manufacture date: 28-dec-2020. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: a device history record review was completed by our quality engineer team for provided material number 305127 and lot numbers 1210594, 1210592 and 0363729. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 1 bd precisionglide¿ needle each from lots 1210594, 1210592, and 0363729 were blocked while attempting to inject lidocaine. The following information was provided by the initial reporter: "multiple times per week we have identified a faulty 25guage 1.5¿ needle. Dr. Uses this needle to anesthetize the patient¿s skin for our procedures. Having trust in the quality of the needle, he inserts the needle into the patient¿s skin. When he advances the plunger to inject the local anesthetic he has found the bore of the needle is either not patent at all or is extremely narrowed. In this case the bore of the needle is occluded, and no lidocaine or minimal lidocaine will come out of the needle no matter how hard he pushes on the plunger. Dr. Then must remove the needle from the patient¿s skin, throw away the needle, and have a separate pre-packaged needle dropped onto the sterile field. He then must re-apply the needle to the syringe and break skin on the patient a second time. Due to the poor quality of the needles in our kits, the patients not only need to be stuck multiple times, but this also could lead to infections at the site because of multiple skin insertions. Additionally, this causes additional pain and discomfort to our patients.".